Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implantable neurostimulator was inadvertently turned off for three weeks. The pt did not recover therapeutic benefit following this event. The pt had "severe" rigidity. The pt was reprogrammed three months ago. CT scans were performed and verified the lead placement. No info was provided related the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.